Event description:
A report was received that the patient will undergo an explant procedure for unknown reason.

Event description:
A report was received that the patient will undergo an explant procedure for unknown reason.

Manufacturer narrative:
(B)(4) . Additional suspect medical device components involved in the event: model#: sc-2352-70, serial#: (B)(4), description: linear 3-4 lead, 70cm. Model#: sc-4316, lot#: 14026572, description: next generation anchor kit-sterile.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure due ineffective therapy. The explanted devices were not returned to bsn as they were discarded by the medical facility.